Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced intermittent occlusion alarms. The customer resumed insulin to resolve the occlusion alarms. The pump supplies were not changed out. Reportedly, apidra was used in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the cartridge. Blood glucose was 433 mg/dl.